Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 474 mg/dl at the time of call. Customer also reported that the insulin pump had unexpected restart and a cold reset was performed alarm. Troubleshooting was performed for insulin pump error. Customer reported that they were able to clear the alarm and able to complete rewind. Customer was advised to discontinue use of the old insulin pump and assisted customer with getting connected back to her insulin pump. The insulin pump will not be returned for analysis.